Manufacturer narrative:
Update to coding; h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An etbf2513c124ee stent graft was intended to be implanted during the endovascular treatment of a 70x80mm infrarenal aaa. It was noted that the patient had moderate iliac angulation. It was reported that during the index procedure etbf2513c124ee was flushed and the physician attempted to advance the delivery system without an introducer via a high support guidewire through the right femoral artery. It was introduced 10cm into the body when the physician felt resistance and tried to rotate the delivery system to advance but it would not rotate. The device was removed from the patient to inspect and an irregularity was observed in the internal part of the delivery system. The physician tried to advance the delivery system 3 times however the device could not be advanced through the femoral access site. Another endurant ii device was used to complete the procedure with no issues. There was no patient complications as a result of the issue. Per the physician the cause of the event was due to what was described as a fold or internal protrusion fold in the delivery system. No additional clinical sequalae was provided and the patient is fine.

Manufacturer narrative:
Photo evaluation summary: four still images were received for analysis, each showing the mid-section of an endurant delivery system held in gloved hands. The images reveal deformation of the graft cover and stent at the mid-section of the device. A 47-second video clip was received, captu ring the endurant delivery system held in gloved hands. The graft cover fully advanced and the tapered tip visibly bent. No damage was observed to the handle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: it was confirmed that the device was inspected prior to use. During device flushing and activation of the external hydrophilic coating of the delivery system, the physician indicated that a small irregularity in the system was observed; however, it was not considered relevant at the time since it came within the sterile packaging system. It was stated that when attempting advancement three times, the curvature or fold observed in the shared images became more noticeable. The angulation or iliac resistance is not believed to have contributed to the internal fold, since the subsequent delivery system with the new prosthesis advanced without complication, and no changes were made to the guidewire, technique, or strategy during advancement of the device within the patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.